Event description:
It was reported that a clearlink continu-flo solution set with duo-vent spike was leaking while spiking. A patient was connected at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2026-00548. All information can be found under manufacturer report 1416980-2026-00548. Should additional relevant information become available, a supplemental report will be submitted.